Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported for from this lot. Based on available information, the reported difficult to insert was due to the clip introducer (ci) becoming caught on one of the grippers resulted in the reported difficulty. The reported torn clip cover appear to be a cascading event of reported difficult to insert. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report torn material. It was reported during preparation, the clip introducer (ci) was attempted to be loaded over the clip. However, the ci became caught on one of the grippers, resulting in a tear of the ci. The clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.